Event description:
It was reported that the device was used during an ilc procedure, the doctor received a non-recoverable black body during the first treatment. A second fiber was opened and the doctor received fiber memory crc error. The case was not completed because the account had no more fibers.